Event description:
On 02/27/2025, it was reported by a sales representative via (B)(4) that an ar-9625 hex driver screwdriver tip broke when placing screw (ar-9563-28 5.5x28mm peripheral screw, locking (B)(6) into baseplate. Surgeon had the driver shaft loaded on power to advance the screw at speed. Torque indicator was not being used at this time. This occurred during use in a case with no patient effect. Pieces did break off in patient, all fragments are removed. Case was completed successfully. Additional information requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field. Manufacturing date 2022.